Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information with no response. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient medical records and procedure op notes requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. The valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. This is an expected and foreseeable side effect which has been clearly identified in the product labeling/IFU. In this case, the valve is not available for evaluation as it remains implanted in the patient; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for the valve in valve procedure approximately 9 months post tavr is unknown. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from implant patient registry (ipr), approximately 9 months post tavr of a 29 mm s3 valve in the pulmonary position, a new 29mm sapien xt was implanted. The viv is unknown at this time.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported from implant patient registry (ipr), approximately 9 months post tavr of a 26mm s3 valve in the pulmonary position, a new 29mm sapien xt was implanted. The reason for the viv is unknown at this time.